Manufacturer narrative:
Date of event was reported as (B)(6) 2016 (last month) for device not holding a charge issue and (B)(6) 2016 for unable to turn device on. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for multiple back operations. It was reported that their implantable neurostimulator (ins) was not holding a charge including when it was being charged. The patient had been unable to turn the ins on and had a return of pain where they can't move without the therapy. It was noted that the pain was from fused back/3 vertebrae/screws. The patient had tried charging for 12 hours but the battery did not advance. During the report, the patient used the recharger and got full coupling and it flashed in the first quartile. The ins was noted to be off. It was recommended to the patient to charge the ins to at least 25% after which they could turn on the ins and continue to charge. The patient had an appointment scheduled with their healthcare professional (hcp) for (B)(6) 2017 and it was requested the manufacturer¿s representative check the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.